Event description:
Reported events of pouch dilation, band slippage, intolerance, vomiting, and pain from journal article: "three-year experience of pouch dilatation and slippage management after laparoscopic adjustable gastric banding", yonsei medical journal, (2014 jan 1) vol. 55, no. 1, pp 149-56.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has receive no response from the authors. Pouch dilation, band slippage, intolerance, pain, and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.